Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection:the sample was returned clean with the wire returned in the deployed configuration. The wire was removed from the cannula without resistance and noted to be bent. The cannula was broken off from the hub, but the cannula was not returned with the sample. The cannula break at the base of the hub was clean (i.e, not jagged). The hub itself was undamaged. No other anomalies were noted. Functional/performance evaluation:functional testing was not performed due to the condition of the returned device. Medical records review:as medical records were not provided, a review could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the investigation is confirmed for break, as the cannula was broken off from the hub. A DHR review of the affected lot was completed. However, there was no indication from the DHR review that suggested the failure was manufacturing related. Therefore, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: precautions: this device should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Before using, inspect the device for damage that would prevent proper function. If the components are damaged or bent, do not use. Directions for use: inspect the package and product for damage and expiration date. If undamaged and unexpired, open the package and transfer the product onto the sterile field utilizing aseptic technique. Remove the wire from the introducer needle and verify that the product was not damaged during shipping. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for a breast localization procedure, the health care provider reported that as the coaxial was being inserted into the stereotactic needle guide, the plastic hub of the coaxial allegedly broke. Another coaxial and wire were used to perform the procedure. There was no patient involvement.